Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered during a call from the patient to technical support. The patient alleged an overfill incident after the drain 4 cycle. Upon review of the patient¿s treatment records it was noted that the patient had a drain 4 volume of 3,644ml and the entire therapy the largest fill volume was 2002. This drain volume is 182% of the patient's fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, the reported event was confirmed. It was indicated that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using the liberty cycler on the date of the event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were no particulates within the cassette area. An as received simulated treatment was initiated and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a load cell verification check. The internal inspection showed that the reservoir anchor screws on the left side of the reservoir (display side) were not properly screwed to their standoff posts. Both the grommets and the screws were still on their posts, but the reservoir was loose from the stand offs. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.